Manufacturer narrative:
There were no allegations against the functionality of the crt-d and ra lead and that they caused or contributed to the patient's death. The ra lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was found dead at home. The cause of death was reported as sudden cardiac death. An initial interrogation of the device was performed and there were no ventricular fibrillation (vf) episodes recorded on the day of the patient's death; however, there was an episode that showed the patient went into a slow monomorphic ventricular tachycardia that was detected in the vt-1 zone. The vt-1 zone was programmed to monitor only (no therapy delivery) with a rate cut off of 180 bpm. The monomorphic vt was detected at 142 bpm and accelerated to 166 bpm; however, it remained in the vt-1 zone, so no therapy was delivered due to the device programming. The episode lasted 1 minute 35 seconds. Although the measurements on all three leads were within normal range, it was noted that the pacing impedance measurements had been increasing steadily since mid-(B)(6) 2017; the physician suspects that this was a potential indication for progradient cardiac decompensation. There was an atrial tachycardia response (atr) episode recorded previously on the day of death due to oversensing on the right atrial (ra) that resulted in an inappropriate atr mode switch and pacing inhibition. Biventricular pacing was appropriately delivered and the patient remained in normal sinus rhythm during the episode. Further review of previous episodes was performed. In (B)(6) 2017, a monomorphic ventricular tachycardia occurred after a biventricular pace that was detected in the vt zone and successfully terminated with anti-tachycardia pacing (atp). There was another episode recorded in (B)(6) 2017 where the patient had a monomorphic vt in the vt-1 zone and there was atrial oversensing. No therapy was delivered as it remained in the vt-1 zone. The duration was 57 seconds. It was not believed that these previous episodes or the oversensing on the ra lead were related to the patient's death.